Event description:
Procedure type: lung resection. According to the reporter: during the procedure, while the surgeon operated the camera, the tip of port was easily broken. The broken pieces fell into cavity, and were retrieved completely. A new port was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Information regarding the lot number cannot be identified.

Manufacturer narrative:
(B)(4).